Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood on the outer surface of the device. The hypotube shaft was completely separated 67cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. The midshaft presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-aug-2015. It was reported that crossing difficulties was encountered. The 90% stenosed, 28x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.75mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.